Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the guide wire was inserted, and flower was reached but the wire became stuck. The tip was straightened, and the wire was moved again, but the problem was not resolved, and it was replaced. The same thing happened with the second wire; it got stuck when it was made into a flower, and when the tip was folded straight it was resolved. The third wire worked without any problem. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.